Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2017. Pending revision due to failure of the glenoid.

Manufacturer narrative:
The complaint product was not received for analysis. The condition of a prosthesis fracture is confirmed. The frequency of occurrence ranking scale is very low; therefore, this issue does not appear to be design-related. The company is not aware of receiving any other complaint reports involving another part from this manufacturing lot of 15 pieces that has been in the field since 2015. A review of the device history record showed that the named devices were accepted with conformance to the device requirements. Therefore, this does not appear to be manufacturing-related. No user-related issues reported. The prosthesis fracture reported was likely the result of a failure of the subscapularis, resulting in edge loading of the glenoid, ultimately leading to failure. Or, the poly could have been knocked off at the time of surgery/impaction and went unnoticed. However, neither of these conclusions can be confirmed because the devices were not available for evaluation and adequate information was not provided. In a review of labeling, device specific risks include: fracture, migration, loosening, subluxation, or dislocation of the prosthesis or any of its components, any of which may require a second surgical intervention or revision. Post-operative instructions-all patients should be instructed on the limitations of the prosthesis and the possibility of subsequent surgery. The patient should be cautioned to monitor activities and protect the replaced joint from unreasonable stresses and follow the written instructions of the physician with respect to follow-up care and treatment. The patient should be warned against unassisted activity, particularly in lifting, and that active motion should not be initiated until recommended by the surgeon to ensure subscapularis healing is complete. Patients must be informed that their weight and activity level may affect the longevity of the implant. The clinical risk factors are the patients' age and activity level, as she stated that she is very active and mother of 2, over activity will cause the surgeon to expect early failure of the device. The patient underlying joint malady and a bone condition are also clinical risk factors that could cause device failure. This device is used for treatment not diagnosis. Information on the patient and event have been requested, there is no additional information.

Event description:
It was reported from a patient that experienced a revision of right shoulder components due to a cage glenoid fracture. The patient was revised and found to be 20+ degrees retroversion and she also had a bone cyst. Because of the magnitude of retroversion, the glenoid was unsupported on the posterior side, it rocked the poly off. The surgeon was able to revise her successfully to a reverse. The reason the patient was not first given a reverse is due to her young age. No additional information about the patient or the event has been provided.